Event description:
According to the reporter: the balloon would not inflate. Small amount of air was noted to be leaking from the device. Another balloon was used to complete the surgery. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into patient.

Manufacturer narrative:
(B)(4).